Manufacturer narrative:
After service, no further issues were reported by the customer. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys cortisol ii results from two patient samples (saliva) tested on the cobas e 801 module. The initial results were not reported outside of the laboratory as they were considered incorrect. Patient 1: on (B)(6) 2023, the initial result was 322 nmol/l. On (B)(6) 2023, the repeat result was 2 nmol/l. Patient 2: on (B)(6) 2023, the initial result was 373 nmol/l. The repeat result was 5.2 nmol/l. The repeat results were deemed correct.

Manufacturer narrative:
The serial number of the customer's cobas e 801 module is 18g2-08. The alarm trace from (B)(6) 2023 showed multiple messages potentially related to sample quality ("sample foam detection"; "sample clot detection"; and "sample short" alarms). The field service engineer (fse) inspected the module and noted that the nozzles had dirty tips and showed high wear. He replaced the nozzles and changed all positioning settings. He checked all of the probes and sippers in their washes and found them to be in good condition and correct positions. He also checked and cleaned the entire reading line in one of the cells. He performed an instrument check with successful results. The investigation is ongoing.